Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer went for a swim and get out of the pool insulin pump says needs to rewind, no buttons was working. Customer reported that there was a water in the battery compartment. Customer tried to dry the battery compartment and inserted the battery 6 x the insulin pump restarts with partial display and blinking lights. Customer reported that the type of moisture exposure was water. Customer reported that there was fluid in the battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.